Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified blood outside and inside the device. The boot vent hole was incomplete and did not go all the way through the boot wall. The outer spiral shaft was separated 20cm distal of the strain relief. The shaft was also stretched/damage 14.5cm ¿ 22.5cm distal of the strain relief. Functional testing was performed and the device ran within normal range without any errors or alarms; however, the catheter leaked from the separated shaft. When in power pulse mode there was no fluid that escaped. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on the product analysis completed on april 24, 2018. A fluid flow back problem, as well as a leak in the catheter, was reported. An angiojet® solent¿ omni catheter was being used in a thrombectomy procedure for treating the right lower extremity vein. During the procedure, the catheter primed successfully. When the physician ran the power pulse mode for 12 seconds, it was noticed that some blood back flowed into the effluent bag. After power pulse was finished, the physician shifted into thrombectomy mode. Twenty minutes later, the physician started aspiration and ran the device for ten seconds when the physician noticed the catheter was leaking. The procedure was completed with other of the same device. No patient complications were reported and the patient was stable. However, the returned product analysis revealed that the catheter shaft fractured. It was further reported the device was removed from the patient in one piece with shaft damage in the procedure, but the damage was located on a portion of the device that was outside of the patient's body. The device was damaged before being removed from the patient.